Event description:
It was reported that the superion indirect decompression system implant patient was experiencing a lack of pain relief. The patient underwent an explant procedure where the spacer implant was removed. The patient was doing well post-operatively. The explanted device was disposed at the facility and was not returned to bsc.